Event description:
This x-ray sys has the extension rotation option. The lock is adjusted when the extension piece is either in the up most or lower most position. If the extension piece is in the mid-range the c-arm arc will no longer hold its position. This report is part of the trended analysis on this issue.